Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient's incision site did not heal properly. The device was removed and there have been no reports of further complications regarding this event. The patient will likely be re-implanted in the future.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
The device was returned and analyzed.